Event description:
It was reported, that the patient presented for a device change-out procedure. Prior to the procedure, it was noted, that the atrial lead exhibited noise over-sensing. Resulting, in inappropriate automatic mode switch episodes. The atrial lead was capped and replaced. The patient was in stable condition.